Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom review of the event history log confirmed the reported symptom. The device passed all testing, operating within specification. The downstream sensor was recalibrated to ensure proper operation.

Event description:
During baxter's functional testing of a spectrum infusion pump, it was found that the device had a constant downstream occlusion alarm. There was no pt involvement.